Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with a bacterial infection. The patient developed a rash and redness under the sensor patch. A pediatric nurse practitioner prescribed oral antibiotic (bactrim ds 2 tablets per day for 10 days) for the reaction. At the time of the report, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).